Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 2.7 (retest 2.8) inr. The corresponding lab result reported was 1.85 inr. The pt was not treated. The device was replaced and requested to be returned for eval.